Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ennovate rod persuader. It was reported that attempt was made to set the set screw and to tighten using counter torque handle and torque wrench. During the procedure there was a surgical delay of over 15 minutes to identify the cause (cross thread), replace the set screw and complete tightening.additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).associated medwatch-reports: 9610612-2020-00110 ((B)(4) sy001ts), 9610612-2020-00112 ((B)(4) sz228r), 9610612-2020-00113 ((B)(4) sz391r), 9610612-2020-00114 ((B)(4) sz282r), 9610612-2020-00115 ((B)(4) sz277r), ((B)(4) sz277r) report for this case, 9610612-2020-00131 ((B)(4) sz277r).

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00110 (400468371 sy001ts); 9610612-2020-00112 (400468372 sz228r); 9610612-2020-00113 (400468373 sz391r); 9610612-2020-00114 (400468374 sz282r); 9610612-2020-00115 (400468465 sz277r); 9610612-2020-00130 (400468865 sz277r); 9610612-2020-00131 (400468867 sz277r). General information: intra operative incident. The products arrived in decontaminated condition. Consequences for the patient: significant surgery delay was mentioned. Investigation. Used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840; · digital-camera "panasonic dmc tz8"; · torque- measuring equipment (test- ID 30151). In the first step we investigated the set screw. It exhibit slight wear at the torx and a partially damaged thread. At the bottom this screw exhibit strange wear marks. In the next step we investigated the torque handle. The instrument exhibit no outwardly defects and the service date is not expired. In the next step we performed a torque measuring with a torque gauge. The result was 9,25 nm (spec.: 9-11 nm) and the instrument therefore within the specification. Additional we investigated the tips of the both screwdrivers. The tip of screwdriver exhibit no remarkable wear and the tip of driver ehibit only slight wear marks. Both instruments are in a workable condition. At last we inspected the interface of the counter handle. Even here we noticed no deformation and only slight wear. The persuaders are not responsible for set screw problems, we only checked the function. All persuaders are working well. Batch history review: the manufacturing documents of the set screw have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the strange marks at the bottom of the set screw were normally known from screws which were implanted and not correct tightened, so that the rod was able to move back and forth while the set screw backs out. The only partially damage of the thread is unusual and no sign of a typically cross threading during the implantation handling. Without further knowledge about the circumstances we assume a handling with instruments which are not suitable for the ennovate system. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.